Manufacturer narrative:
The end user stated that the insulation on the power cable and pendant cable is chipped, so the wires are exposed. She advised that they were in this condition when she received the bed from her provider in 2015. She also stated that some of the buttons on the pendant stick, and other buttons do not work at all. She indicated that the sections of the bed are moving more slowly than they used to, and the motors make grinding noises. The end user advised that the bed has never been serviced since she received it in 2015. The 5410ivc bed was manufactured in august 2013; therefore, the electronic components have exceeded their wear period of 2 years. The owner's manual that was provided with the bed includes a maintenance checklist which is recommended to be conducted between users or as needed. It advises to inspect all electrical bed components for damage or excessive wear; check pendant, power and motor cords for chafing, cuts or excessive wear; and check all functions (head, foot, and bed ends raise/lower properly). The owner's manual also includes a troubleshooting electrical section which advises that if the bed spring does not stop moving, it could indicate that the buttons on the pendant are depressed/stuck, and the pendant may require replacement. And if the bed hi/lo movement does not stop, it could indicate that the cables are damaged. It also advises to contact the dealer if the bed is producing unusual sounds, burning odors, or movement deviations observed in the controls, motors, or the limits switch functions. The end user advised that the bed has been unplugged from the wall, and she has discontinued use. The end user was referred to a local provider for a new bed, and her case manager is assisting. At this time, the reported issue has not been verified, and the underlying cause is undetermined. An RMA (return material authorization) was initiated for the return of the subject bed to invacare for evaluation. Should additional information become available, a supplemental record will be filed.

Event description:
The end user alleged that the 5410ivc bed had a burning smell. She reported that she heard a loud popping noise and saw sparks and a flame coming from one of the motors. She also alleged that the bed was either moving without her giving a command, resulting in her being folded up in the bed, or the head and foot would raise at the same time.